Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient complained of intermittent crackling and asked to be seen by her audiologist. Testing carried out on the device showed that it had malfunctioned. When putting the speech processor onto the affected side (the patient is bilaterally implanted), the patient experienced uncomfortable stimulation, described as 'popping'.